Manufacturer narrative:
The date of birth for patient 2 has been provided as (B)(6) 2005. The patient is a (B)(6) year old female. The date of event for patient 1 was clarified to be (B)(6) 2015. The unit of measure for ft4 and ft3 results is pmol/l. On (B)(6) 2015, the ft4 result for patient 2 from the e602 analyzer was 21.55 pmol/l and the ft3 result for patient 2 from the e602 analyzer was 8.37 pmol/l. Clarification was received that neither patient experienced an adverse event. Clarification was received that no results were reported outside of the laboratory. The samples were run in (B)(4) cups from the modular pre-analytics system (mpa). The clotting time to draw was between 4-5 hours for all 3 samples. The samples were re-centrifuged by the mpa. Liquid flow control was performed on the associated cobas 8000 core unit serial number was ag1026-(B)(4) on (B)(6) 2015.

Event description:
The customer questioned results from 2 patients tested for thyrotropin (tsh), free thyroxine (ft4) and free triiodothyronine (ft3). The customer complained that the tsh results from both patients were normal; however, the ft4 and ft3 results for both patients were high. The customer sent one sample for patient 1 and 2 samples for patient 2 ((B)(6) female) to an external laboratory where the results from a delfia analyzer were normal for all 3 parameters. Based on the data provided, erroneous results were identified for tsh, ft4 and ft3. It is not known if any erroneous results were reported outside of the laboratory. This medwatch will cover tsh. Refer to medwatch with (B)(6) for information on the ft4 erroneous results. Refer to medwatch with (B)(6) for information on the ft3 erroneous results. It is not known if either patient was adversely affected. No adverse events were reported. Testing was performed on an e602 analyzer; the associated cobas 8000 core unit (B)(4).

Manufacturer narrative:
A specific root cause could not be identified. No samples could be provided for investigation.

Manufacturer narrative:
This event occurred in (B)(6).